Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the central processing unit (cpu) tray cover had a screw hole that was stripped. The rubber foot screws were loose in the cpu tray cover and rolling around. There was no patient involvement at the time the issue was discovered as the issue was found during annual preventive maintenance (pm). No patient or user harm was reported. The customer therefore ordered the replacement cpu tray cover for repair.

Manufacturer narrative:
Per a good faith effort (gfe) response received, the customer received and installed the replacement cpu tray cover, after which the issue was resolved.